Event description:
It was reported that the customer was hospitalized for high blood glucose levels (600 mg/dl), and diabetic ketoacidosis. Customer had multiple occlusion alarms prior to hospitalization. She changes her infusion sets every 3-5 days and reuses her cartridges for up to 2 weeks.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.